Manufacturer narrative:
The evaluation code method has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep confirmed the granuloma was at the catheter tip. The serial number and the implant date of the affected catheter was unknown. Surgery occurred and the granuloma was removed. The catheter was also removed from the intrathecal space and tied-off in the subcutaneous tissue. The pump was programmed to minimal rate. The explanted product was discarded by the hospital. It was unknown if there were any factors that caused or contributed to the granuloma. It was indicated the information provided had been confirmed by the physician/account.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_cath, lot/serial #: unknown, product type: catheter, ubd: unknown, UDI #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 40 mg/ml of hydromorphone at 14.009 mg/day via an implantable pump for spinal pain. It was reported an inflammatory mass had been diagnosed. The event date was provided as (B)(6) 2019. A computed tomography (CT) myelogram was performed (B)(6) 2019 and confirmed the patient had a granuloma. No symptoms were reported. The hcp planned to program the pump to minimum rate (B)(6) 2019 and will either remove the catheter (B)(6) 2019, or wait to do a revision at a later date and resume targeted drug deliver at a later date and lower dose. No further complications were reported or anticipated.